Manufacturer narrative:
Attempts to obtain additional information are being performed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was oversensing noise which led to pacing inhibition with greater than two seconds of asystole and the delivery of inappropriate anti-tachycardia pacing. The physician attributed this issue to be due to the position of the ventricular setscrew of the right ventricular (rv) lead. Surgical intervention was performed and the header-rv lead connection was revised. Afterwards, no noise was observed. The device continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates the set screw was loose and there was no rv lead insertion difficulty noted. The device continues to remain implanted and in service. No additional adverse patient effects were reported.